Event description:
The customer reported that synframe adjustable clamps were damaged during surgery. This is report 2 of 3 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history review indicated that there were no abnormal findings. Per additional evaluation, the returned guide rods were indeed broken/cracked off. These damages of the broken parts gave us a clear indication that a tremendous forces (beyond it's calculated design) was applied to these guide rods and that over tightening of the hex part caused the breakage. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. Placeholder.